Event description:
Patient has an infection; plan is to remove the generator.

Manufacturer narrative:
Waiting for update from provider as to patient and explant status.

Manufacturer narrative:
Provider explanted device (date unknown) and disposed of it onsite; therefore, no analysis possible. No further action to be taken.